Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient has been having to charge her implant constantly every day, when before it was set tow here she did not have to charge every day. The patient reported she has not made any adjustments to her therapy at all, and she has not had any falls or trauma at all. The patient said noticed she was having to charge more frequently about 3 weeks ago. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was able to get adjustments to address the stimulation being too low and recharging frequently. The patient has it set to where she can adjust it if needed for more or less feeling to manage the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were not sure what happened to change the charging frequency, they stated they just started having to charge more frequently. Steps taken to resolve the increased charge frequency was the patient had their settings changed, however the patient indicated that this did not resolve the issue. They stated that they couldn¿t feel the unit at all now, so they were going to make an appointment. The patient believed the unit had been turned down too low at this time. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.